Event description:
X-ray technician (crt) was positioning patient for an x-ray of the wrist. The technician tripped over a cord and fell to the floor landing on her left side. The technician felt pain in left hip, and discomfort to left wrist and elbow. The technician elected to not go by ambulance to the emergency room, but rather had x-ray's of the hip taken on-site. The x-ray showed a hip fracture. The technician was then taken to (B)(6) hospital for admission and surgery.

Manufacturer narrative:
(B)(4). The UDI digital upgrade kit includes a digital flat panel detector and cable which is connected to an interface box during installation and use. It is this cable that the user tripped over while preparing to x-ray a patient. (B)(4) is the distributor that sold and installed the upgrade kit to the user facility: (B)(6).